Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis. The customer experienced nausea, vomiting and fever. Blood glucose was over 400 mg/dl. She was treated with insulin drip. Current blood glucose is 178 mg/dl. Troubleshooting was performed and the customer was assisted with changing her basal rate settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.